Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer changed out the entire infusion set and reservoir and received a battery out of limit on the day prior to hospitalization. In addition, the customer received an error alarm as settings were erased. The customer also had changed the infusion set every four to five days. It was advised to the customer to change the infusion set every three days. While troubleshooting, insulin exited during the test prime, but inable to perform high pressure test because customer did nto have tubing clamp.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.